Event description:
The manufacturer received information alleging a ventilator did not regulate the pressure. There was no harm or injury reported. Ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power check leaf valves were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.